Event description:
Patient was using hand control and bed did not move. Staff notice hand control was separating from cord exposing wires.====================== manufacturer response for hospital bed, (brand not provided) (per site reporter)======================we have been informed to replace the hand control when this occurs. We have seen significant failure related to this hand control.